Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was removed percutaneously. The patient was diagnosed with thrombosis; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of post-deployment, computed tomography of the abdomen and pelvis with contrast was performed, and the result showed that an infrarenal inferior vena cava filter was in place. Around, four days later, computed tomography of chest, abdomen, and pelvis with intravenous contrast showed that the filling defects were noted throughout common femoral veins, external and internal iliac veins, and the infrarenal inferior vena cava. Filling defect extended superior to the inferior vena cava filter to approximately the level of the renal veins but terminated inferior to the level of the hepatic veins. Hepatic veins were patent. Extent was unchanged from the previous scan performed. Around, eight months and eleven days later, computed tomography of the abdomen and pelvis with intravenous contrast demonstrated that the inferior vena cava had a filter in place. The clot identified both above and below the filter on the prior examination was no longer seen. Around, seven days later, denali inferior vena cava filter retrieval procedure was performed. Using modified seldinger technique, micropuncture kit, and ultrasound guidance, the right internal jugular was cannulated easily. A 6-french introducer was advanced without difficulty. A 6- french multipurpose diagnostic catheter with side holes was advanced across the filter. Inferior venacavogram was performed. This demonstrated a widely patent filter without evidence of thrombus. The multipurpose and 6-french introducer was removed over the wire. A 10-french check flow 80 cm sheath was advanced to the level of the filter. A cloverleaf snare was then advanced across the lesion and grabbed the retrieval hook and was easily pulled into the 10- french cook sheath without difficulty. Hemostasis was then obtained. No evidence of filter migration or fracture. No clot. Successful denali filter removal was achieved. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was removed percutaneously. The patient was diagnosed with thrombosis; however, the current status of the patient is unknown.